Event description:
It was reported that the pump has multiple vertical lines on the screen, leading to screen being difficult to read. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.